Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was exposed to blank display and failed battery. The customer¿s blood glucose was unknown at the time of the incident. Troubleshoot details of blank display. Pump did not alarm battery failed alarm. Battery was not stored in a cold environment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device passed displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test. The power management graph was in specification. No pump error 24 alarms or pump error 25 alarms were noted during testing or in the pump history file. No unexpected failed battery test alarms during testing. No blank display anomalies were noted during testing. No registering of blood glucose calibration anomalies were noted during testing. Monitored for a few days with an intermittent connection to sensor transmitter while testing due to moisture damage on all electronic assemblies. We were unable to verify auto mode feature due to intermittent disconnects with sensor transmitter. The device was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, slightly peeling off serial number label, corrosion on force sensor and moisture damage on motor home switch.